Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer delivered a bolus to address bg levels. The customer changed multiple cartridges and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.